Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. A new device will be implanted at the right side. There were no additional adverse patient effects reported. This ICD was explanted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection. A revision was performed and the ICD along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. The patient will be getting a new device and will be implanted at the right side. No additional adverse patient effects were reported. This ICD was not returned for analysis.

Manufacturer narrative:
This supplemental report was created to correct d6b: explant date and h6: impact codes- device revision or replacement. If information is provided in the future, a supplemental report will be issued.